Event description:
It was further reported that the extraction surgery was performed as bone fusion was achieved. The scheduled surgery time was 1.5 hours. The surgery time was extended by 1 hour. Patient outcome is reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that cann-lockscr ø5 l50 tan was observed stripped/worn at the threads, which could have been a result of implantation and explantation. A dimensional inspection for the cann-lockscr ø5 l50 tan was not performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cann-lockscr ø5 l50 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: manufacturing location: monument. Manufacturing date: 16-dec-2021. Part number: 04.205.050, 5.0mm ti cannulated locking screw 50mm. Lot number: 529p816 (non-sterile). Lot quantity: 47. One piece scrapped at mill threads, for ep-ghost marks. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect turn, wobble broach, mill shaft threads / head threads / flutes and final inspection, met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that about a half years ago, the patient underwent a hybrid hto surgery treating the proximal tibia. In the surgery, the patient was treated by the double level osteotomy (dlo), with a competitor¿s tris plate on the femur, and by a hybrid hto on the tibia with a plt on the lateral and a tomofix japanease inserted in the medial. After the surgery, the patient underwent a removal surgery on (B)(6) 2023. During the removal surgery, the screw in question stripped and it was difficult to remove. The patient had a hard bone from the time of screw insertion in the initial surgery, and the surgeon had anticipated that the surgeon would have difficulty when removing the screw. All the implants were removed finally, and the removal surgery was completed successfully with over 30 minutes delay. No further information is available. This report is for one (1) cann-lockscr ø5 l50 tan this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # ==> (B)(6). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.